Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, broken battery tube threads, broken belt clip slot, cracked case at the reservoir tube window corners, scratched reservoir tube window and a missing end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir compartment was damaged. The customer stated that the reservoir did not lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.